Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/5/2023, it was reported by a patient that a trim pin broke eight months after implantation. The patient underwent revision surgery for the removal of the pin. No further information was provided. Additional information received on 7/10/2023: on (B)(6) 2022, the patient underwent a bunion removal procedure on the right foot and had a trim pin and a screw implanted. At this time, the part numbers are unknown. Months later, the pin loosened from the implantation site, and on (B)(6) 2023, the patient saw a lump on her foot; the pin was protruding. On (B)(6) 2023, the patient had revision surgery to remove the trim pin and a screw. Per the patient, there was no new hardware implanted. Different surgeons performed both original and revision procedures at different facilities.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.